Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from date manufacturer was made aware.

Event description:
It was reported that following a non device related surgery, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would not exit to MRI mode and caused it to completely deplete. The patient was unable to charge the ipg even enough to turn it on. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.